Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 500cc mentor memorygel, breast implant and experienced breast implant rupture on her right side postoperatively. The issue was diagnosed via virtual exam. The patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 500cc mentor memorygel, breast implant and experienced breast implant rupture on her right side postoperatively. The issue was diagnosed via virtual exam. The patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. (B)(4).

Manufacturer narrative:
On february 15, 2022, mentor became aware that the replacement devices used for the bilateral explantation and replacement surgery on (B)(6) 2022 were catalog number 3504501bc; serial number (B)(6) on the left side, and catalog number 3504501bc; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).